Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts bunched and overlapping. Stent moved proximally and entirely off the balloon and on to the outer. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01595. It was reported that stent dislodgement occurred. Target lesion #1 was a 90% stenosed lesion located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.0mm balloon catheter was advanced for dilatation and another 2.0mm balloon catheter was advanced for repeat dilatation. A non-bsc intravenous ultrasound (ivus) was then advanced but failed to cross the lesion. Subsequently, a 2.25mmx12mm synergy drug-eluting stent was advanced to treat the lesion. However, upon reaching the lad, it was noted that the stent fell off the stent delivery system (sds). Angiography was performed and it was confirmed that the stent fell inside the guide catheter. The whole system was then removed and the dislodged stent was removed successfully. The physician dilated the lesion again with a non-bsc balloon and a 2.25mmx12mm non-bsc stent was successfully deployed in the lad. Target lesion #2 was a 90% stenosed lesion, 14mm in length located in the moderately tortuous, moderately calcified, and 2.6mm in diameter left circumflex (lcx) artery. Following pre-dilatation with a 2.5x15 emerge balloon catheter, the physician tried to use anchor balloon with ivus, but failed to cross the lesion. The lesion was dilated again with a non-bsc balloon catheter and a 2.50mmx16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a 2.5x15 nc emerge balloon catheter and the 2.50mmx16mm synergy stent was advanced again but still failed to cross the lesion. As the physician pushed the sds, the hypotube part detached. The procedure was completed by performing repeat dilatation of the lcx with a 2.5x15 nc emerge balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01595. It was reported that stent dislodgement occurred. Target lesion #1 was a 90% stenosed lesion located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.0mm balloon catheter was advanced for dilatation and another 2.0mm balloon catheter was advanced for repeat dilatation. A non-bsc intravenous ultrasound (ivus) was then advanced but failed to cross the lesion. Subsequently, a 2.25mmx12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon reaching the lad, it was noted that the stent fell off the stent delivery system (sds). Angiography was performed and it was confirmed that the stent fell inside the guide catheter. The whole system was then removed and the dislodged stent was removed successfully. The physician dilated the lesion again with a non-bsc balloon and a 2.25mmx12mm non-bsc stent was successfully deployed in the lad. Target lesion #2 was a 90% stenosed lesion, 14mm in length located in the moderately tortuous, moderately calcified, and 2.6mm in diameter left circumflex (lcx) artery. Following pre-dilatation with a 2.5x15 emerge balloon catheter, the physician tried to use anchor balloon with ivus, but failed to cross the lesion. The lesion was dilated again with a non-bsc balloon catheter and a 2.50mmx16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a 2.5x15 nc emerge balloon catheter and the 2.50mmx16mm synergy¿ stent was advanced again but still failed to cross the lesion. As the physician pushed the sds, the hypotube part detached. The procedure was completed by performing repeat dilatation of the lcx with a 2.5x15 nc emerge balloon catheter. No patient complications were reported and the patient's condition was good.